Manufacturer narrative:
The insulin pump passed the sleep current measurement, active current measurement, and displacement test. The pump had pump error 25 and unexpected battery power loss due to j6 connector resistance issue.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call the insulin pump had a pump error and replace battery now alarm. The customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump had a pump error and had a recurring replace battery now alarm without a low battery alert warning. Customer stated that the battery was not used previously and the insulin pump was not bumped or dropped. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.